Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. The lens is not available for eval as it was discarded by the customer. In the surgeon's opinion the most likely cause of the refractive error was due to a complex case.

Event description:
The surgeon reports that approx two and a half months after implantation of a crystalens iol in the left eye, the iol was removed due to loss of bcva. The crystalens iol was replaced with a different lens.